Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from spouse and daughter to consume glucagon, 1 cc honey and unsweetened applesauce ¿to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.